Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported a male pt presented with toxic anterior segment syndrome (tass) postoperatively. It was thought the pt had corneal abrasion, but was then verified to be tass. The pt's symptoms have resolved. This is the second of two pts for this facility.